Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that patient underwent an initial knee procedure on an unknown date. Subsequently, a revision procedure was performed on the (B)(6) 2015 due to hyperflexion and loosening. During the procedure a thirty minute delay occurred due to unknown reasons. The tibial bearing was replaced.